Manufacturer narrative:
Patient identifier - requested, not provided. Age & date of birth - requested, not provided. Sex - requested, not provided. Weight - requested, not provided. Ethnicity - requested, not provided. Race - requested, not provided. Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. (B)(4). A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported there upon completion of the renal denervation procedure, the angio-seal device was taken out of the pouch, and the tip of the insertion sheath was found collapsed. The device was not used and another angio-seal device was used to continue the procedure. Hemostasis was successfully achieved by the second device. There was no health damage to the patient.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the device return date.

Manufacturer narrative:
This report is being submitted as follow up no. 2 to provide the completed investigation results. One 8fr angioseal sts plus was returned for evaluation. The hemostasis sheath was returned along with the arteriotomy locator, and the plastic pouch. There was no damage or deformation noted upon visual inspection. It is likely that the customer is referring to the folded tip of the hemostasis sheath as the 'collapsed tip' which in fact, a manufacturing feature termed as the monofold which enables correct release of the anchor within the vessel. The complaint cannot be confirmed. There were no anomalies or deformation noted on the device. It is likely that the customer reported the monofold feature as a deformity.